Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated"), genital haemorrhage ("excessive bleeding") and uterine infection ("uterine infection") in a 25-year-old female patient who had essure (batch no. 774399) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and preterm labor. Concurrent conditions included polycystic ovary since (B)(6) 2017 and nickel sensitivity since 1995. Concomitant products included metformin since (B)(6) 2017 and oral contraceptive nos since 2008 to (B)(6) 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraine headaches"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("alopecia/ hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("rashes (abdomen, arms and legs)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, 2 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cysts"), sexual dysfunction ("sexual dysfunction"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), amnesia ("memory loss"), anxiety ("anxiety"), mood swings ("mood swings"), anaemia ("anemia"), allergy to metals ("nickel jewelry allergy") and visual impairment ("vision problems"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysteroscopy removal of right essure; laparoscopic removal of left essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, uterine infection, menstrual disorder, ovarian cyst, dysmenorrhoea, sexual dysfunction, abdominal distension, dysgeusia, dizziness, paraesthesia, hypoaesthesia, amnesia, anxiety, mood swings, anaemia, allergy to metals and visual impairment outcome was unknown, the dyspareunia, nausea, migraine, rash, weight increased, vaginal discharge and fatigue had resolved and the alopecia, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anaemia, anxiety, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, paraesthesia, rash, sexual dysfunction, uterine infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: bilateral obstruction. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, device breakage, fatigue, weight decreased,complication of device removal". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: reporter's information updated; dob added; product tab updated (insertion date and lot number); new events added: vaginal discharge and fatigue. Event outcome and lab test added; on (B)(6) 2018: correction: after internal review it was discovered that fu from (B)(6) 2018 refers to another case. Therefore this case was corrected: reporter's information updated; patient's information removed; product tab updated: insertion and removal dates , lot number removed, malfunction field was unticked and concomitant drug were deleted. Events were deleted: "part of essure device broke off during removal, fatigue, weight loss over 50 pounds,part of essure device broke off during removal". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated"), uterine infection ("uterine infection") and genital haemorrhage ("excessive bleeding") in a 25-year-old female patient who had essure (batch no. 774399) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and preterm labor. Concurrent conditions included polycystic ovary since (B)(6) 2017 and dermatitis due to metals since 1995. Concomitant products included metformin since (B)(6) 2017 and oral contraceptive nos since 2008 to january 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraine headaches"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In september 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("alopecia/ hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("rashes (abdomen, arms and legs)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"). On an unknown date, 2 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cysts"), sexual dysfunction ("sexual dysfunction"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), amnesia ("memory loss"), anxiety ("anxiety"), mood swings ("mood swings"), anaemia ("anemia"), allergy to metals ("nickel jewelry allergy") and visual impairment ("vision problems"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysteroscopy removal of right essure; laparoscopic removal of left essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine infection, genital haemorrhage, menstrual disorder, ovarian cyst, dysmenorrhoea, sexual dysfunction, abdominal distension, dysgeusia, dizziness, paraesthesia, hypoaesthesia, amnesia, anxiety, mood swings, anaemia, allergy to metals and visual impairment outcome was unknown, the dyspareunia, nausea, migraine, rash, weight increased, vaginal discharge and fatigue had resolved and the alopecia, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anaemia, anxiety, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, paraesthesia, rash, sexual dysfunction, uterine infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: bilateral obstruction. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, device breakage, fatigue, weight decreased,complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of essure device broke off during removal"), device dislocation ("one of the coils had migrated"), genital haemorrhage ("excessive bleeding / bleeding / abnormal bleeding") and uterine infection ("uterine infection") in a (B)(6) year-old female patient who had essure (batch no. C35383) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2012 and (B)(6) 2014), wisdom teeth removal, cervical biopsy and colposcopy. Concurrent conditions included obesity, penicillin allergy, cervical intraepithelial neoplasia, smoker and dysfunctional uterine bleeding. Family history included diabetes (maternal grandmother,paternal grandmother,paternal grandfather,paternal aunt,paternal uncle), heart disease, unspecified (paternal grandmother,paternal grandfather), stroke (paternal grandmother) and blood pressure high (paternal grandmother,paternal grandfather,maternal grandfather). Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and weight decreased ("weight loss over 50 pounds"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia"), sexual dysfunction ("sexual dysfunction"), nausea ("nausea"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), amnesia ("memory loss"), anxiety ("anxiety"), mood swings ("mood swings"), anaemia ("anemia"), allergy to metals ("nickel allergy"), rash ("rashes"), alopecia ("alopecia"), weight increased ("weight gain"), visual impairment ("vision problems") and complication of device removal ("part of essure device broke off during removal"). The patient was treated with oxycocet (percocet), surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, fatigue and weight decreased had resolved and the device dislocation, genital haemorrhage, uterine infection, menstrual disorder, ovarian cyst, dysmenorrhoea, dyspareunia, sexual dysfunction, nausea, abdominal distension, dysgeusia, migraine, dizziness, paraesthesia, hypoaesthesia, amnesia, anxiety, mood swings, anaemia, allergy to metals, rash, alopecia, weight increased, visual impairment and complication of device removal outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anaemia, anxiety, complication of device removal, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, paraesthesia, rash, sexual dysfunction, uterine infection, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Mr- 1 coils could be visualized coming from ostea, contralateral side revealing 3 coils coming from ostea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results were normal. (B)(6) 2015 : pelvic ultrasound : impression: constant bleeding, pain (B)(6) 2016 : surgical pathological report : gross description: received formalin, labelled , bilateral pieces of essure are seven coiled metallic springs that range from 3.5 x 0.1 cm to 0.3 x 0.2 cm. No sections are submitted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, device breakage, fatigue, weight decreased,complication of device removal" most recent follow-up information incorporated above includes: on 1-feb-2018: events- "vaginal bleeding, menorrhagia, part of essure device broke off during removal, fatigue, weight loss over 50 pounds,part of essure device broke off during removal", reporter, lot number, historical condition added from pfs, historical condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated"), genital haemorrhage ("excessive bleeding") and uterine infection ("uterine infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), sexual dysfunction ("sexual dysfunction"), nausea ("nausea"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), amnesia ("memory loss"), anxiety ("anxiety"), mood swings ("mood swings"), anaemia ("anemia"), allergy to metals ("nickel allergy"), rash ("rashes"), alopecia ("alopecia"), weight increased ("weight gain") and visual impairment ("vision problems"). The patient was treated with surgery (underwent a surgical removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, uterine infection, menstrual disorder, ovarian cyst, dysmenorrhoea, dyspareunia, sexual dysfunction, nausea, abdominal distension, dysgeusia, migraine, dizziness, paraesthesia, hypoaesthesia, amnesia, anxiety, mood swings, anaemia, allergy to metals, rash, alopecia, weight increased and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anaemia, anxiety, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, paraesthesia, rash, sexual dysfunction, uterine infection, visual impairment and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.